Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.